Event description:
It was reported that the patient spontaneously went into atrial flutter. The patient complained of feeling fatigue. The implantable cardioverter defibrillator (ICD) met detection but did not deliver any of the programmed therapies despite having three antitachycardia pacing (atp) therapies programmed on. The patient's rhythm continued in atrial flutter. Five days later the presented to the emergency department and the patient was admitted to the hospital. The ICD was used to deliver a manual ramp atrial atp, but this put the rhythm into atrial fibrillation. An electrical cardioversion was performed which successfully converted the rhythm to normal sinus rhythm. Technical services discussed that the device withheld therapy because the two-to-one conduction resulted in every other atrial flutter wave falling into a 50 ms window after a ventricular sense. The ICD detection classified the rhythm as a far-field r-wave sensing and therefore it withheld atrial therapies. The device was reprogrammed in an effort to delay atial detection and allow the flutter wave to fall outside of the 50 ms window after the ventricular sense. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0295, boston scientific lead, implanted (B)(6) 2012; pb1018, transcatheter pulmonic valve, implanted (B)(6) 2011. (B)(4).